Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included ovarian cyst and nausea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: depression and mental anguish") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, 9 years 8 months after insertion of essure (ess205), the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, bacterial vulvovaginitis, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet received. Events bacterial vaginitis, vaginal bleeding, menorrhagia, depression and mental anguish, fatigue, weight gain were added. Lot number & historical, concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included ovarian cyst and nausea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: depression and mental anguish") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, 9 years 8 months after insertion of essure (ess205), the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, bacterial vulvovaginitis, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, bacterial vulvovaginitis, depression, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's previously administered products included for an unreported indication: acetaminophen and birth control pill. Concurrent conditions included ovarian cyst, nausea, morbid obesity and mental disorder (mentally affected after incident ,shooting at workplace). Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 years 11 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue"), abdominal pain ("pain: abdomen area") and back pain ("pain :low back area"). The patient was treated with underwent treatment due to complication from essure. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, bacterial vulvovaginitis, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vulvovaginitis, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event:dysmenorrhea (cramping), abdominal pain, low back pain were added. Medical history, concomitant drug , historical drug , lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.